Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) experienced a hard disk drive (hdd) failure. The unit would not boot up through the windows os and was giving an "os could not be detected" error message. They were monitoring 16 patients at the time. No patient harm was reported. Investigation summary: nka received the defective unit s/n (B)(6) and evaluated against the reported issue on 12/21/2021. The reported issue could not be duplicated. No issues were observed. The device logs were requested for analysis. However, the logs were not able to be obtained. The cause of the reported boot up failure could not be determined. The service history for s/n (B)(6): pu-681ra s/n (B)(6) shows that it was put into service on (B)(6) 2018 and that the device came back from customer on (B)(6) 2020 under service notification (B)(4). The hdds were replaced on (B)(6) 2020. The device was delivered back to the customer on (B)(6) 2020. Since the issue could not be duplicated, further investigation is not possible. Boot up failures, including boot looping, booting into the bios, failure to load the cns application, and failure to complete the boot up cycle are results of hard drive failure. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive having reached the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components. Environmental factors include: power outages generator tests. Uninterruptable power supply (failure) · power outlet failure . Maintenance related factors: the cns device is designed such that the internal components are protected from excessive heat. When excessive heat builds up, either from hot ambient air, or clogged heat fans on the cns tower, the device will shut down as a protective measure. These shutdowns may impact hard drive lifespan. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period of time, operation checks should be performed. In short, the symptoms of the device not being able to boot up is related to its internal hard drives. This is indicative of the device needing maintenance and/or service.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) experienced a hard disk drive (hdd) failure. The unit would not boot up through the windows os and was giving an "os could not be detected" error message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has experienced a hard drive (hdd) failure. They stated that the unit will not boot up through the windows os system and will just read a notice on the left corner with a black screen stating that an os could not be detected. They were monitoring 16 patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has experienced a hard drive (hdd) failure. They stated that the unit will not boot up through the windows os system and will just read a notice on the left corner with a black screen stating that an os could not be detected. They were monitoring 16 patients. No patient harm was reported.